Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the purewick urine collection system had no suction but it started to suction after troubleshooting and the patient asked what did they need to do to know that the machine was suctioning correctly. It was noted that the patient had been using the purewick product for less than 90 days. Per additional information received on (B)(6) 2021, it was stated that the patient was having suction issues. Representative called back stating the unit was all good and the issue was resolved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick urine collection system had no suction but it started to suction after troubleshooting and the patient asked what did they need to do to know that the machine was suctioning correctly. It was noted that the patient had been using the purewick product for less than 90 days.